Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise oversensing resulting in minimal pacing inhibition. No changes or interventions were performed. There were no patient consequences.